Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that 24 hours post stent procedure of a carotid artery, the patient experienced a neurological tia event and slow flow. The physician stated, it was hyperfusion and the patient reportedly "fully recovered" and was discharged a couple of days after the procedure. No additional information was available.